Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 6.1 inr/9.4 inr no actions taken based on device result. No adverse event reported. Requested return of suspect device however caller no longer has the test strips; replacement was sent.